Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products:cev669bg: bipolar handle, dia 5mm erg, lot 130601 manufactured: 06/2013. Cev6795b: tube, dia 5mm 310mm, lot 130501 manufactured: 05/2013. Cp393-2 (x2): cable, 4.5m bipolar valleylab, lot 201201mf1 manufactured: 01/2012. (B)(4). Product evaluation: analysis for the insert (cev634-1a) found that the insert is on short circuit. No manufacturing or material defect was found. The electrical insulation is compromised under the tube. However, there is no risk of electrical arc and so there is no risk of patient burn. The device failed electrical tests. The insert's insulation was probably damaged by the short circuit in the handle. Analysis for the handle (cev669bg) found that the black plastic part is burnt at the connection. The device failed electrical tests. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It may come from a defect of cleaning or of drying of the instrument. Analysis for the tube (cev6795b) found no detected issue; the tube is compliant with the manufacturing specifications.

Event description:
It was reported that before use in the surgery, they discovered that ¿there was smoking between the handle and the bipolar cable. Burned stain could be found in the joint region of the handle and the cable¿. ¿after [experiencing] the smoke they finished the surgery without the forceps.¿ there was no patient impact.